Event description:
It was reported that approximately 45 months after a left total knee replacement procedure, the patient underwent a revision procedure for unknown issues. The device was not returned for evaluation. No photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. No further issues or complications were reported. No additional information is available. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10 :concomitant devices (2378115) 201-78-14 - holding pin headless sharp point long 4pk) . (4079949) 02-010-01-0230 - logic femoral ps cem left sz 3. (4118634) 200-02-29 - three peg patella 29mm . (4132358)02-012-60-1440 - tru stem ext 14mm x 40mm. (4200228) 204-70-00 - tibial stem ext. Screw. (4276644)02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. H6: corrected medical device and investigation clinical codes.